Event description:
It was reported that pump malfunction occurred with malfunction alarm displayed and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset steps, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged understanding of instructions.